Event description:
It was reported by the clinician that the catheter was being used on a male pt. The peripherally inserted central catheter (PICC) was broken approximately 2 cm from the hub and was immediately removed from the pt with the box clamp still intact in statlock. There were no pt complications reported. It was noted the clinician does not think the device was bad. Maybe the pt rolled onto the catheter making it snap or scissors/scalpel was used at the point of breakage.

Manufacturer narrative:
Sample will not be returned for evaluation.